Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. Physician opted to revise the lead since patient is pacing frequently. The lead was surgically repositioned without issue. To date, the lead remains in service. No additional adverse patient effects were reported.